Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far r oversensing resulting in inappropriate automatic mode switch. No programming or intervention was performed. The patient condition was stable.

Manufacturer narrative:
Correction: section d6a: previously did not report implant date of the implantable cardioverter defibrillator (ICD) in section d6a, this report is to include the date of implant.